Event description:
A malfunction alarm labeled as "malf 9" was reported, and it was confirmed that there was no adverse impact to the customer's blood glucose level. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue happened again.